Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was reported that ¿it¿ heat up when being charged and got uncomfortably hot for a day. The patient stated the last time was ¿different¿ and it hurt and was painful even with lydoderm patches on. The pain still persisted. The entire left buttocks was affected by the pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.